Manufacturer narrative:
The reported event of no ble telemetry was confirmed. Interrogation of the device revealed an "unexpected device condition has occurred" alert message and device unable to establish ble telemetry upon receipt. Analysis of device image revealed the device was drawing high current indicating signs of premature battery depletion. The alert message noted and loss of ble telemetry is consistent in resulting due to device high fuel gauge consumption. Electrical testing confirmed high current drain from the hybrid. An anomalous integrated circuit in the hybrid was revealed to be the cause of the high current drain which resulted in reported field events.

Event description:
It was reported that the device was unable to be interrogated via bluetooth prior to the implant procedure. The programmer was restarted and replaced, but the problem persisted. The device was not used, and a new device was implanted to resolve the event. The patient was in stable condition.